Manufacturer narrative:
Evaluation: product was not returned for evaluation, which makes proper assessment of the failure difficult to determine. Typical failure of the product is not a result of seam separation/breaks, but from stretching and breakage of the tissue bag material. Most breaks in the material occur near the bottom seam of the bag due to excessive force on the tissue bag when specimen is being removed from the port site. Seam strength tests of tissue bags used for the top level tissue retrieval system, lot 1030849, were performed on the tissue bag sub-assembly shop orders. All bag pull testing conducted on the two lots passed minimum requirement of 5 lbs. Conclusion/corrective action: from the limited/insufficient info provided by the customer and failure to return the product for evaluation, it cannot be determined at this time if the failure occurred due to separation of the seam or a break of the tissue bag material. Stretching and breaks in the tissue bag material usually indicate that pid instructions were not properly followed. Instructions included with the product state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." For proper assessment of failure, product should be returned and detailed description of the product and event should be noted in the customer experience report. Means for improving the strength of the product are being investigated. No corrective action is required.

Event description:
"Bag broke as surgeon was removing through the bag site. Bag would not deploy through the trocar." Pt is doing fine.